Event description:
It was reported that the tip of impactor was cross threaded upon removal.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the returned anthology inserter indicated that the threads are slightly damaged, however was able to connection to a mating device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.